Manufacturer narrative:
The reported defect was confirmed. An investigation as to the (possible) root cause is still ongoing. No actions have yet been implemented. A supplier corrective action request (scar) is initiated. As part of the scar, an investigation will be performed by the supplier.

Event description:
We have been informed that during procedure, at the time of the silicone injection, the tubing was disassembled. Surgery could proceed by placing a new infusion line. There is no report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
We have been informed that during procedure, at the time of the silicone injection, the tubing was disassembled. Surgery could proceed by placing a new infusion line. There is no report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
In regard to this complaint, two universal pvc infusion lines for 23g cannula system for vfi/vfe with part number 1279.vfi and lot number 2000397889 were received (one used; one unused). Visual inspection of the used infusion line confirmed that the bond between the pvc tubing and silicone tubing was compromised. The unused tube set was in pristine shape. Since the cause of the observed failure could, unfortunately, not be determined, a manufacturer related failure was not confirmed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since the cause of the observed failure could not be determined, a manufacturer related failure was not confirmed and a remedial action/corrective action/preventive action/field safety corrective action (fsca) was not initiated.the analysis includes all complaints with failure mode vfi-tubing-split(-prolonged) and the sales figures of the universal pvc infusion line for 23g cannula system for vfi/vfe (1279.vfi).

Event description:
We have been informed that during procedure, at the time of the silicone injection, the tubing was disassembled. Surgery could proceed by placing a new infusion line. There is no report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
We have been informed that during procedure, at the time of the silicone injection, the tubing was disassembled. Surgery could proceed by placing a new infusion line. There is no report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The reported defect was confirmed. An investigation as to the (possible) root cause is still ongoing.

Manufacturer narrative:
Product evaluation confirmed the reported failure. The product is shipped to our external supplier for further investigation to attempt to determine the cause of failure. No corrective/preventive actions have been implemented at this point. Depending on the outcome of the investigation at the supplier, corrective/preventive actions may be implemented. A final conclusion will be drawn based on the investigation results of the supplier.

Event description:
We have been informed that during procedure, at the time of the silicone injection, the tubing was disassembled. Surgery could proceed by placing a new infusion line.there is no report that actual patient harm occurred or surgery was prolonged > 30 min.